Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked at its fill port junction area. This occurred after filling with ceftazidime and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from july 31, 2015 - august 6, 2015. The device was received for evaluation. Visual inspection found no signs of obvious physical abnormality that could have caused the reported condition. A functional leak test was performed and identified a leak/backflow at the fillport. The reported condition was verified. Further examination found a white particle, approximately 0.20 square mm in size, under the checkband. Fourier transform infrared spectroscopy identified the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the leak was determined to be the particle under the checkband; however, the cause of the particle was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.